Manufacturer narrative:
Refer to field for the results of the imaging evaluation.

Event description:
On (B)(6) 2010, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the gore® excluder® aaa endoprosthesis trunk ipsilateral leg component (pxt261418) was admittedly deployed lower than usual. However, this position was accepted as perceived to have enough seal according to the gore® excluder® aaa endoprosthesis instructions for use. Reportedly, the patient had evidence of a type ii endoleak. The aneurysm sac has expanded slightly, despite initially reducing in size over the first few years following the original procedure. On (B)(6) a reintervention was performed and a gore® excluder® aaa aortic extender endoprosthesis (pla280300) was implanted to capture more aortic neck by proximal extending the previously implanted trunk-ipsilateral endoprosthesis proximal.

Manufacturer narrative:
Event description updated due to missing date of event. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and reintervention. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the gore® excluder® aaa endoprosthesis trunk ipsilateral leg component (pxt261418) was admittedly deployed lower than usual. However, this position was accepted as perceived to have enough seal according to the gore® excluder® aaa endoprosthesis instructions for use. Reportedly, the patient had evidence of a type ii endoleak. The aneurysm sac has expanded slightly, despite initially reducing in size over the first few years following the original procedure. On (B)(6) 2016, a reintervention was performed and a gore® excluder® aaa aortic extender endoprosthesis (pla280300) was implanted to capture more aortic neck by proximal extending the previously implanted trunk-ipsilateral endoprosthesis proximal.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the gore® excluder® aaa endoprosthesis trunk ipsilateral leg component (pxt261418) was admittedly deployed lower than usual. However, this position was accepted as perceived to have enough seal according to the gore® excluder® aaa endoprosthesis instructions for use. Reportedly, the patient had evidence of contrast in the aneurysm sac which has expanded slightly, despite initially reducing in size over the first few years following the original procedure. It was not clear if the endoleak was a type I or type ii. The post ballooning and re-ballooning occurred during the initial implant procedure. In (B)(6) 2010, the aneurysm size was 72mm. In (B)(6) 2014, the aneurysm size was 62mm. In (B)(6) 2015, the aneurysm size was 65mm. On (B)(6) a reintervention was performed to treat the existing type ii endoleak. As a precaution, the trunk ipsilateral leg component was also extended to capture more aortic neck with an aortic extender endoprosthesis (pla280300). The patient tolerated the procedure.